Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may have contributed to the events. Distribution comment: the case report does fulfill criteria for regulatory reporting. Engineering evaluation: the reported events swelling, papule and tenderness are already addressed in the labeling. The events dyspnoea and dysphagia are not addressed, but assessed as secondary to the event swelling. No corrective action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed.

Event description:
A follow up report to (B)(4) was received 06-apr-2016 from the health care provider (hcp). The hcp reported that the patient had a medical history of asthma that was seasonal, hypertension and mild heart disease. The patient was taking the concomitant treatments of hydrochlorothiazide, cozaar, atenolol, and amlodipine. The hcp reported that the patient resides 50% of the time in mexico. The patient had past injection of dysport in (B)(6) 2015 and 1 vial of sculptra pan-face on (B)(6) 2015. The patient was injected with restylane lyft midface, restylane silk in the glabella and brow, and sculptra 1 vial in the bilateral front of ears area, nasolabial folds, midface and jawline on (B)(6) 2016. The hcp reported that they had treated the patient on (B)(6) 2016 with dysport, restylane silk and lyft and 1 vial of sculptra. They spoke with the patient on (B)(6) 2016 and they had not mentioned any events at that time. The hcp states that the patient later disclosed that he had a raised red bump on the right side of his face near his upper ear and hair line area. The patient stated that it progressively got larger and more tender, and was roughly the size of a quarter. On (B)(6) 2016 the patient went to the emergency room because he had developed right sided facial swelling and difficulty breathing. The patient was admitted to the hospital and placed on IV antibiotics and other unspecified medications. The patient was released from the hospital 3 days later on oral antibiotics. The hcp spoke with the patient on (B)(6) 2016 and the patient had completely recovered.

Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may have contributed to the events. The case report fulfill the criteria for regulatory reporting due to intervention with IV antibiotics and hospitalization. Distribution comment: the case report fulfill the criteria for regulatory reporting due to intervention with IV antibiotics and hospitalization. Engineering evaluation: the reported events swelling, papule and tenderness are already addressed in the labeling. The event dysphagia is not addressed, but is assessed as secondary to the event swelling. No corrective action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed.

Event description:
(B)(4). Was received on 23-mar-2016 from the nurse concerning a (B)(6) male patient. Medical history was not reported. Concomitant treatment included testosterone injections in the past. The patient had his fifth injection of sculptra aesthetic around the hair line in front of the ears eight months ago in 2015. The patient did not have any problem with previous five sessions with sculptra aesthetic over the past one and a half years. On (B)(6) 2016, the patient received his sixth session of sculptra aesthetic 1 vial via retrograde and withdrawal injection technique around the hair line in front of the ears for aesthetic purposes. The reporter reconstituted sculptra aesthetic with sterile water for injection 8 ml and lidocaine 1 ml. On the same day, the patient also received restylane 1 ml in the tear troughs and restylane lyft 1 ml in the mid-face areas on both sides via depot and retrograde injection technique for aesthetic purposes. On (B)(6) 2016, the patient developed a small sore and tender papule near the hair line in front of the right ear. The papule became larger, raised and tender to touch. On (B)(6) 2016, the patient developed swelling on the right side of the face with the right eye shut and difficulty swallowing. The patient went to a local emergency room and then was admitted to a hospital on (B)(6) 2016. In the hospital, the patient received IV antibiotics, but did not undergo any surgery. The patient did not have systemic infection. Three days later, the patient was discharged from the hospital. The patient still had some swelling on the right side of the face and was taking oral antibiotics at the time of the report. The reporter did not have additional information at the time of the report.